Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Date of explant: (B)(6) 2021 . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 595cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii breast implant rupture on her right side postoperatively diagnosed after physical exam. As a result, the patient has scheduled a unilateral replacement surgery on (B)(6) 2021.

Manufacturer narrative:
On february 2, 2022, mentor became aware that patient also experienced right side breast implant rupture in addition to right side capsular contracture; baker grade iii. Field b1 "is product problem" has been selected, and device problem code "material rupture" has been added to field h6 on this form. The replacement device used was catalog number shpx595; serial number (B)(6) on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. During the visual evaluation, the smooth high profile xtra 595cc returned device was found to be ruptured and in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. On (B)(6) 2022, mentor became aware that under b5 event description of the initial submission, it was mistakenly stated that "patient experienced capsular contracture; baker grade iii breast implant rupture". There was no rupture. Coding under section h was correct. Manufacturer¿s reference number: (B)(4). B5 event description (initial submission)

Manufacturer narrative:
On december 22, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 25, 2022, device re-evaluation was completed due to rupture also reported: mentor conducted a visual inspection and microscopic examination of the returned device. During the visual evaluation, the smooth high profile xtra 595cc returned device was found to be ruptured and in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the surgery date was moved up from (B)(6) 2021 to (B)(6) 2021 because patient was having discomfort. Hence, field d6b has been updated to (B)(6) 2021 on this form. Manufacturer¿s reference number: (B)(4).